Event description:
During a coronary artery drug eluting stenting treatment procedure, problems with stent crimping on the balloon were observed. The device was not used and the procedure was completed with another device (unknown type). The pt's condition has not been reported at this time. No add'l info has been received at this time.